Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box showed one power on reset prior to a battery change. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was able to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour duration testing. No power on resets occurred during investigation. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.